Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending. See scanned page.

Event description:
Reportedly, the patient was admitted to the hospital due to reception of inappropriate shock therapy. The associated ICD is sorin brand paradym dr 8550. As indicated, stored ICD data showed inappropriate shocks possibly due to a lead issue, and a decrease of lead impedance. The ICD was reprogrammed by turning-off shock therapy. A re-intervention was performed 5 days later, and psa measurements on the revealed a lead impedance of 250ohms. An x-ray examination of the implanted lead did not identify any issue. The subject lead and associated ICD were replaced. The patient indicated that he/she had repeated shoulder and arm rotation movements routinely after the implantation of the subject lead.